Event description:
Patient received a 3.0mm diameter x 15mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent left cx during index procedure. It was reported that the patient experienced troponin I elevation 1 day post implant of the relevant stent. Enzyme elevation met protocol definition of mi. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (mi).